Event description:
A malfunction alarm occurred, displaying malfunction code 12. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump; however, the malfunction code recurred. Technical support provided details for using multiple daily injections as a backup insulin therapy and initiated a pump replacement, instructing the customer to return the faulty pump using a pre-paid label.